Event description:
It was reported that when the device was used during an open gastric bypass procedure, the staples at the proximal end formed, but distal tip staples were not properly formed. There was no patient consequence.